Manufacturer narrative:
(B)(4).

Event description:
The customer reports that, during a swan ganz catheter placement, the surgeon punctured and inserted the guide without any issue. During the arrow sheath placement, he felt a resistance but the sheath was finally placed, but it was impossible to insert the swan ganz catheter. All devices have been removed and new ones successfully used. When removing the faulty devices, the surgeon noticed that the guide was kinked, unraveled and near breakage. No clinical consequence or injury reported for the patient.